Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer changed the infusion set and woke up with a blood glucose level of 23 mmol/l. Only no delivery alarms were noted in the alarm history. The no delivery alarms occurred after a bolus delivery. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.